Event description:
The 25mm true balloon ruptured during (non-(B)(6)) valve fracture. The physician was able to pull it mostly into the 14fr esheath, then the esheath and true balloon were removed at a whole. The 14 fr. Esheath was not damaged or split. A 16fr esheath was then placed and the valve was delivered through that without complication. The patient left the cath lab stable and without complication or vascular damage. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".